Event description:
It was reported that the distal part of the reamer broke into three pieces when reaming the tibia canal. There was no damage to the patient. Only time of the operation was extended more than 30 minutes.

Manufacturer narrative:
Investigation of the device is underway. A follow-up will be sent as soon as investigation is complete.